Event description:
Info received indicates the CPR function is not working.

Manufacturer narrative:
The technician found the aluminum tube was not connected. The technician reconnected the aluminum tube and adjusted to repair the bed.